Manufacturer narrative:
It was discovered on june 11, 2020 that the initial emdr for this issue was submitted under the correct suspect medical device but incorrect manufacturer name, city and state. MDR number 1628664-2020-00116 has been submitted for the correct manufacturing site and all further information will be documented under that MDR number.

Manufacturer narrative:
Use error may have contributed to the complaint issue regarding the use of personal protective equipment (ppe) while using the product. No protective eyewear as per product labeling was in use at the time of the incident. No trends or similar issues for splashing/exposure as described in this ticket were identified. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Labeling was reviewed and found to adequately address the biological and chemical safety hazards that may exist. Based on the investigation no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The abbott representative splashed wash buffer into her right eye during replacement of the syringe pump motor on the alinity s analyzer. She immediately flushed her eye with water and sought medical treatment. The doctor rinsed the affected eye with 500 ml of ringer's solution and applied novesin eye drops. The doctor checked the representative's eye, and everything is ok now.